Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a procedure, this right ventricular (rv) lead was found to exhibit gradual rise in shock impedance measurements. The rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.